Event description:
It was reported that the catheter was to be inserted, but when the doctor checked the catheter there was no balloon at the tip, therefore the catheter was not used. There was no patient complications reported.

Manufacturer narrative:
As received, catheter was returned with the balloon torn off the catheter tip and the balloon material was not returned. There is some latex observed on both proximal and distal bond sites. As part of the manufacturing process, the balloon is 100% visually and functionally tested, prior to packaging. All through lumens were patent without any leakage or occlusion. Contamination shield and introducer were not returned. No visible damage was observed from catheter body or returned monoject 1.5cc limited volume syringe. The complaint was confirmed. The directions for use provides the following guidance: gently lift the catheter up and remove from the silicone gripper. Once the catheter had cleared the silicone gripper, pull the balloon out of the calibrator cup and remove the catheter from the tray. Note; to avoid damaging the balloon, do not pull the balloon through the silicone gripper. Although the exact cause of the balloon damage could not be conclusively determined, product handling may have contributed to the event. There are no indications that this is related to the manufacturing process. No actions will be taken at this time. A device history record was completed and the device met all specifications upon distribution. Additional information: expiration date, approximate age of device, (B)(4), and device manufacture date.